Event description:
A 3rd party service agent contacted physio-control to report that their customer's device was displaying a premature low-battery indicator and that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0). This issue may inhibit the device's ability to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported issue was due to a failure of an integrated circuit chip, designator u2 from the digital pcb assembly. The ic chip would not complete its boot cycle due to corrupt memory, and caused the internal hlc batteries to become depleted.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.